Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
The procedure was an atherectomy of the sfa. First, a balloon went in after atherectomy of sfa. The 4 x 200 balloon was inflated to rated burst pressure and the balloon ruptured after about 1 minute of inflation time. The balloon was removed without issue. Then the doctor went and put in 2 stentsand another 4 x 200 balloon was then inserted to post dilate with the same result. After post dilation of the stents, the balloon was removed. Then the spiderfx filter was having trouble being retrieved through catheter, within the retrieval catheter system of the spider. The reason for this other catheter was the .035 catheter system would not track back over the wire. It kept getting and stuck on the stents struts; the bigger catheter and the smaller wire wouldn't go down the stent smooth enough to allow it to get down to the spider to retrieve it. There were numerous catheter exchanges and attempts to retrieve the spider. The spider was actually pulled back and engaged in the distal end of the stent that had been placed previously the filter became struck on the stent strut in the distal popliteal area above the knee. Further attempts to retrieve the spider filter with numerous catheters and pulling on the wire caused the spider wire to pull out of the basket leaving it behind lodged on the stent struts. The spider wire was removed and the doctor then took the .035 wire, ran it past the spider filter and deployed a self expanding stent to trap the spider filter, leaving it behind implanted in the popliteal area. It was fully trapped behind the self expanding stent. Everything else was removed and no further interventions were required. Previous placed stents were a 5x120 in the popliteal area and a 6 x 150 in the proximal sfa area, overlapping stents.